Event description:
Per boston scientific, the pace-sense portion of this lead was capped due to noise and pacing impedances greater than 2000 ohms. The pace-sense portion of this lead was replaced with boston scientific lead, on (B)(6) 2012. The shock coils of this lead are still actively implanted. Should add'l info become available, this file will be updated.